Event description:
A smp-2 centrifuge was returned to harvest for a reported "no decant due to blood spill." The instrument was rec'd and the failure was confirmed. The amount of blood spilled in the instrument indicated that an amount of blood, greater than typically seen during normal use, was present. Conversation with the user revealed that one of two apc-20s run in the centrifuge had leaked blood into the centrifuge. The product in question had been discarded and the procedure had been completed successfully by using the prp in the first apc-20. A device from a lot which had been shipped to this user was evaluated and performance tested and no problems were detected. Further investigation is impossible because the product could not be recovered. Due to the fact that this is the first known incident of this nature with this particular product, and the product cannot be evaluated, no further action will be taken at this time. The blood that was spilled was contained within the sealed chamber of the centrifuge and would not result in an injury to the pt or the user. This incident did not result in an exposure as defined by osha.